Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline would not open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured right internal carotid artery ophthalmic artery aneurysm with a saccular morphology. Aneurysm dimensions: max diameter 7.8 mm and neck diameter 5.2 mm. Landing zone (artery size): distal 4.3 mm and proximal 4.8 mm. The patient¿s vessel tortuosity was moderate. During the stent deploy process, the tip of the stent could not open in the middle cerebral artery. It was retrieved and deployed twice, but still could not open. It was pulled back to the internal carotid artery and still could not open. After it was withdrawn from the body, it was found that the tip of the stent was damaged and could not be used any more. Dapt (dual antiplatelet treatment) was administered (pru level unknown). Angiographic result post procedure: postoperative angiography was normal and showed no damage. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event.

Event description:
Additional information received reported to resolve the pipeline faiure they retrieved and deployed again, pulled back to the internal carotid artery (ica) and deployed again, and deployed it a second time from the intermediate catheter. The cause of the pipeline failure was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex embolization device was returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. Damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.